Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The anesthesia control board (acb) was replaced to resolve the reported issue. Customer contact reports there is no patient information available. (B)(4).

Event description:
The hospital reported that ventilator settings went blank with an error message that there was an internal problem preventing normal function. There was no report of patient injury.